Event description:
This report is to advise of a fractured tip during analysis of the catheter.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The returned device was noted to have a fracture in the catheter tip. Due to the aforementioned damage, functional testing could not be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.